Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8 mm experienced blood leaking. There was a significant amount of blood loss. It obstructed user¿s field of vision. The seal was removed from the leak immediately and the new product was used.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The delivery device was returned inside the loading device. The white plunger on the delivery device was depressed and the sliding lock was disengaged. The delivery device was removed from the loading device. A photographic inspection was conducted .the seal was observed to be unraveled, with no visual defects observed. The tether is observed to be cut in an angle. Blood was visible in the delivery device as well as the loading device, indicating that there was attempt to deploy the device into the aorta. Based on the received condition of the device we were not able to measure the delivery tube dimensions. Based on the return condition of the device, we are unable to confirm the reported failure "leak".

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm experienced blood leaking. There was a significant amount of blood loss. It obstructed user¿s field of vision. The seal was removed from the leak immediately and the new product was used.